Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09089. It was reported that the patient experienced chest pain. A synergy drug-eluting stent was deployed to treat the first target lesion located in the left circumflex artery (lcx). After an hour, the patient came back with chest pain. The issue was thought to be in the left anterior descending artery (lad). Vascular access was obtained via the femoral artery. After placement of a 6f guide catheter, the lcx and lad were wired. A balloon catheter was then placed in the lcx to use a kissing technique to deploy the stent in the lad. A 3.50 x 16 synergy ii drug-eluting stent was advanced but could not be deployed so the device was pulled back. A balloon catheter was then advanced for predilation and although there was a little resistance, the synergy stent was advanced again and deployed. After the stent was deployed in the lad, the physician attempted to pull the catheter out of the artery and out of the guide catheter but there was no response at the balloon. The balloon came back a little bit, bringing the stent delivery system. It was then realized that the shaft had separated inside the guide catheter. Since the other balloon catheter was still in the lcx, that balloon catheter was brought in to the guide catheter and the balloon inflated to trap the other broken synergy delivery catheter. All devices were removed as one unit. A new guide catheter and new guide wires were advanced to perform intravascular ultrasound (ivus) and the procedure was completed. No patient complications were reported and the patient's status was fine.